Event description:
During a diagnostic procedure with a 5french infiniti jl4 diagnostic catheter, the tip "was lot" in the coronary artery of the patient. Attempts to remove the separated piece were unsuccessful. No adverse effects to the patient have been reported.

Manufacturer narrative:
The event occurred in 2006; however, the hospital did not report the event to the manufacturer until july. Additional information will be submitted within 30 days upon receipt.